Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 253 mg/dl and 44 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed. All results were within the range specification during control solution testing and according to the memory log of the meter the customer did receive readings of 253 mg/dl and 44 mg/dl within 10 minutes.